Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. On 3/17/2015, the voluntary recall was initiated. The device history records have been reviewed and this lot met all release criteria. A monopty device was returned for evaluation. The investigation is inconclusive for failure to fire, as the device could not be fully primed during functional testing. However, the investigation is confirmed for a break, the cannula hub, cannula tangs and stylet tangs were found to be broken. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound breast biopsy, during the first attempt it was difficult to press the bottom trigger to fire the needle into the lesion and it sounded like a piece of plastic had broken off inside the device. A coaxial was used during the procedure. Another device was used to complete the procedure. There was no report of patient injury.